Event description:
On an unk date a pt was receiving abelcet (amphotericine b). At the end of the infusion the pt's mother noticed there was approx 10ml of the solution "outside of the balloon." The device contained 150mg of abelcet and 5% dextrose for a total fill volume of 240ml. No pt injury reported. Upon completion of the evaluation, the complaint condition was identified as a ruptured bladder and not a leak as was initially reported. Based on this information, this incident is considered to be reportable.